Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the user facility medwatch that the veress needle and a 10mm trocar were used. When the camera was inserted, the camera was found to be in the bowel. Conversion warranted for an open cholecystectomy and exploratory laparatomy for repair of bowel perforation via suture.